Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-19, information was received from a manufacturer representative (rep), regarding a patient receiving dilaudid (5 mg/ml, 0.24 mg/day) and bupivacaine (7.5 mg/day, 0.3602 mg/day) via an implantable pump. It was reported the patient was scheduled for a pump replacement but the hospital closed down due to covid. In the meantime, the pump reached end of service (eos) when the patient was trying to be transferred to a new healthcare professional (hcp) and surgery center. The pump stopped and the patient went into withdrawal. The patient was given oral medication for pain / nausea until the replacement could be scheduled. The pump was replaced on (B)(6) 2021 and the patient was again, receiving medication. The issue was resolved at the time of this report.